Event description:
Hill-rom received a report from the account stating the brakes on foot end of the bed do not hold. The bed was located at the account in the 4th floor bed storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found one brake and one steer caster on foot end of bed inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced one brake and one steer caster on foot end of bed resolve the issue. Based on this information, no further action is required.